Event description:
It was reported via repair work order that the bed had no motor function as the CPR switch was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.